Event description:
It was reported to boston scientific corporation that an rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the guide catheter detached in the duodenum of the patient and was retrieved using a snare. No other damage was noted to the device. The procedure was completed with a 10x7 rx biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight is unknown the complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. The reported event of guide catheter broken. According to the complainant, the suspect device has been disposed and is not available for return. However, guide catheter detachment can occur due to excessive force exerted on the device as a result of procedural or anatomical factors (such as tortuous anatomy or tight stricture). Therefore, the most probable root cause for the reported event is operational context. If any further relevant information is received, a supplemental MDR will be filed. A review of the device history record could not be performed since the lot number was not provided in the complaint.